Event description:
It was reported that implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and five shocks for a supraventricular tachycardia (svt). Technical services (ts) provided troubleshooting options. It was observed that therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.